Manufacturer narrative:
(B)(4) this code was used as there is no other code that indicates that a device or data investigation was unable to be conducted and therefore, there is no investigation conclusion.

Event description:
It was alleged that the patient passed away on (b)(46 2017 due to a continuous glucose monitoring (cgm) device malfunction. The patient's husband initially contacted dexcom on (B)(6) 2017 to cease shipments of additional product and there was no allegation of any issue with the cgm. The patient's husband reported that they took the patient to the emergency room on (B)(6) 2017 with symptoms of a stroke. It was further reported that the patient was in the hospital for 5 days and underwent surgery to remove swelling and a clout in the brain. The reported cause of death was acute ischemic brain herniation. No further information regarding the malfunction or fatality was provided. It is currently unknown how the device was functioning at the time of the event.